Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
The patient called in to report the needles brought back from the hospital after discharge on (B)(6) 2024 and self-injected at home following the nurse's instructions on (B)(6) 2024. When performing 2 units of insulin to exhaust airout from needle, it was difficult to push the injection and very little insulin came out. The patient indicated that it was a newly opened needle, the patient was not cooperative in providing more product information and indicated that the patient would contact the hospital for feedback. Sample availability: no. Sample availability details: no sample available.